Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the network settings for the navigation system was inconsistent with the network settings for the imaging system. Inspection of the 3 navigation systems at the site all had the same issue. The network settings were adjusted in each navigation system and saved. Each navigation system was then tested with the imaging system. The systems all transferred 3d spins as expected, and exams were manually transferred back to the imaging system from each navigation system to further confirm the resolution of the issue was the network settings. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that they were unable to transfer exams to the navigation system. They used multiple cables without resolution. The navigation system they were working with was able to pull exams normally from pacs. The clinical specialist said she bypassed the bulkhead on the imaging system and still was unable to transfer the exam. There was no patient present.